Manufacturer narrative:
The investigation determined that higher and lower than expected amon results were obtained from a vitros quality control fluid (pv ii lot a5363) on a vitros 5,1 fs chemistry system. The most likely assignable cause was an instrument event related to micro slide incubator contamination. An ortho field engineer was sent to the customer¿s site due to the failure of the pad reflectance test indicating possible contamination of the micro slide incubator. However, at the time of this report it is unknown what actions the ortho field engineer performed and if these actions returned the vitros 5,1 fs to the intended performance. It is expected that service actions performed by the ortho field engineer will return the vitros 5,1 fs to the intended performance.

Event description:
A customer obtained higher and lower than expected vitros amon results from a vitros control fluid using vitros amon reagent tested on a vitros 5,1 fs chemistry system. Performance verifier ii lot a5363 vitros amon results 228.51, 124.46, and 131.161 umol/l versus the customer established mean 187.5 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).